Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead was causing diaphragmatic stimulation for the patient. The outputs were lowered and no stimulation was noted. The lead remains in use. No further patient complications have been reported as a result of this event.